Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly has a cannula remaining in her body. Customer reported skin irritation and redness; no medical treatment received to date. Product was replaced; no product to be returned due to custom and legal issues in (B)(6).